Event description:
It was reported that the 9800 system locked up at the end of a procedure and would not allow fluoro. System was rebooted and the case was finished. Problem was reported to be intermittent. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The specific failure could not be duplicated. However, it was noticed that cal data from the generator nodes was incorrect. Reloaded cal files and reset all generator boards. The system was tested and found to be working as intended and placed back into service.